Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the nurse back primed the secondary set, then spiked a medication bag. As the bag was being hung, the tubing separated from the drip chamber and a leak occurred. There was no patient harm.

Manufacturer narrative:
The customer¿s complaint of tubing separated and leaked from drip chamber was confirmed. During visual inspection, it was noted immediately that the tubing was completely separated from the drip chamber. Fluid was leaking from the separation. A dimensional analysis performed on the inner diameter of the tubing was within specification. The root cause of the customer¿s report was identified as a manufacturing issue due to no solvent being applied at the junction of the tubing.

Event description:
The customer reported the nurse back primed the secondary set, then spiked a medication bag. As the bag was being hung, the tubing separated from the drip chamber and a leak occurred. There was no patient harm.